Manufacturer narrative:
The pump was returned and evaluated by product analysis on 08/08/2016 with the following findings. During testing, a flow issue of the vent was detected. (B)(6).

Event description:
On (B)(6) 2016, animas became aware of a dual vent failure of the pump. This finding is being reported because the issue may lead to an inability of the pump to equalize pressure inside and outside the pump, which may affect insulin delivery. There was no indication that this product caused or contributed to an adverse event.